Event description:
An ophthalmic surgeon reported that during cataract surgery by phacoemulsification, the equipment displayed excessive surge. The impact to the patient was not disclosed. Multiple attempts have been made to gather more information, but none has been provided.

Manufacturer narrative:
The company representative examined the system and replaced the irrigation pressure sensor (ips) load cell. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).